Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on both the right atrial (ra) and right ventricular (rv) channels. The noise was oversensed and resulted in pacing inhibition of greater than 2 seconds in this dependent patient. Further evaluation was performed which found lead measurements were stable and the noise could not be reproduced. The noise was suspected to be due to electromagnetic interference (emi) as the patient had undergone a procedure that day due to their melanoma. At this time, the system remains in service. No adverse patient effects were reported.